Event description:
It was reported that when using the bd pyxis¿ medbank tower, none of the drawers were opening. The customer stated that they were unable to access/issue the medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to issue multiple items at a time. A technical support specialist (tss) connected to the machine and verified that all drawers populated correctly and opened successfully using the populate and locate functions. Tss connected with customer to try again and found that multiple back-to-back item selections initially caused issues. Tss guided the customer to select and issue items one at a time, after which drawers opened successfully without further issues. The system functioned as intended after the technical support specialist investigated the device.